Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
Updated b5, d9 and h6 codes.